Event description:
It was reported that the patient experienced syncope. The patient's chronic right ventricular (rv) lead exhibited intermittent high ventricular thresholds, which had been a trend for several months. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.